Event description:
It was reported that the seat and the backrest of the stair chair were cracked and would not hold weight. No patient involvement, adverse consequence, or clinically relevant delay in treatment was reported.